Event description:
Event description guidant received information that this chronic ventricular implantable lead had mypotential oversesning. It could be reproduced during an office visit. The patient is not pacemaker dependent.